Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced loss of stimulation. Diagnostic system testing indicated multiple low impedance values on the l5 drg lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that x-rays were taken and revealed migration of the l5 and s1 drg leads. As a result, surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue.